Event description:
It was reported the procedure was being performed on a (B)(6) male pt, (B)(6) in the (B)(6). During femoral line insertion, the guide wire (green sheath) kinked and fatigued. It couldn't be straightened and could not be reused. As a result, another guide wire was used successfully. There was a delay in treatment with no pt harm and no pt death or complications reported. The (B)(6) was okay and was discharged.

Manufacturer narrative:
(B)(4). The device will not be returned.